Event description:
A male patient with a previous history of stomach cancer and an angulated proximal aortic neck, underwent aaa repair in 2007. The procedure went is labeled but a confirmatory angiography revealed a proximal type I endoleak. Another manufacturer's stent was placed at the sealing site, which materially reduced the leak. The physician elected to observe the leak.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by patient anatomy and user error.